Manufacturer narrative:
Evaluation summary: the x-ray demonstrated heavy calcification on all three leaflets, commissure 1 was bent, and wireform was intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect and 1mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets had been cut; leaflet 1 had a cut of 14mmx7mm, leaflet 2 had a cut of 4mmx11mm, and leaflet 3 had a cut of 3mm by 8mm. The cuts on the leaflets had a smooth and straight edge, cut sections were not returned. Leaflet 1 had a tear of 7mm near commissure 2. Leaflet 2 had a tear of 6mm near commissure 2. Leaflet 3 had two tears of 7mm near commissure 3, and 3mm near commissure 1. Calcification was evident near the tears. Hematomas were observed on all three leaflets. Additional manufacturer narrative: customer report of calcification was confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification the root cause for the calcification remains indeterminable. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards learned of a 25mm pericardial aortic valve that was explanted after 10 years, nine (9) months due to severe prosthetic stenosis secondary to calcification. The valve was replaced with a 25mm pericardial aortic valve. The patient was note to be well post-operatively. The valve was returned for evaluation.